Manufacturer narrative:
(B)(6). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow event. The device contained 5fu (2150 mg) with nacl with a final volume of 87ml at 24.71 mg/ml. There was no patient injury or medical intervention associated with this event. No additional information was available.